Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain and discomfort; and it became increasingly painful to walk, move legs and to rise from a seated position after asr hip implant.

Event description:
Update: (B)(4) 2013 -sales rep reported revision procedure. Metal debris were noted inoperative. There was no new information that would affect the outcome of the investigation.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
Depuy still considers this complaint closed.